Event description:
Biomed received a note reporting a pt event stating "pca was allowing max dose to be higher than programmed physician order". Biomed attempted to download event logs but was unable to do so. He sees a start date of (B)(6) and an end date of (B)(6) 2011. When he attempts to change the date, he is unable to do so. No pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A follow up report will be submitted once the failure investigation has been completed.